Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment device (such as a laser or high-frequency device) was used without ensuring a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detectable and preventable by following the instructions for use which state: "instruction manual gif-h290t operation chapter 3 preparation and inspection: 3.3 endoscope inspection: endoscope inspection instruction manual gif-h290t operation chapter 4 usage: 4.3 usage of treatment devices". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the tip cover is burned. There was no patient involvement.